Event description:
Customer reported he received multiple no delivery alarms. Customer stated he changed the site got a no delivery during bolus. Customer also reported the insulin pump has damage. Customer stated that there are scratch or drag lines along the piston in the reservoir compartment. Blood glucose is 175 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, the unit alarmed no delivery during excessive no delivery test due to faulty force sensor. Unit received with cracked reservoir tube.